Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and beep anomaly. The customer states the sensor had inaccurate readings. The customer¿s blood glucose level was 41 mg/dl while the sensor glucose was 90 mg/dl. The sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was not suspended due to sensor glucose values. The device passed the self-test. The insulin pump vibrated during the vibrate test. The insulin pump will not be returned for analysis.